Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient was at church when they experienced blurred vision and loss of consciousness. The last known blood glucose reading before passing out was 78 mg/dl, but the patient did not remember any cgm readings from the event. Church staff and medically trained individuals who were present provided initial help, including chest compressions. The patient was unconscious for about 2 minutes. Ems arrived after 10-20 minutes, and when a fingerstick was taken the blood glucose reading was 39 mg/dl. No cgm reading was known from that moment. The patient was given glucose gel in the ambulance. Ems transported him to a hospital. At the hospital, the blood glucose stabilized. The patient was admitted for observation and stayed for three nights. The patient experienced significant chest pain related to the CPR. The patient could not recall specific glucose readings nor treatments from during the hospitalization. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 04/17/2026. It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was at church when he experienced blurred vision followed by a loss of consciousness. The last known blood glucose (bg) reading prior to the syncopal event was 78 mg/dl; however, the patient does not recall any continuous glucose monitor (cgm) readings at the time of the event. Church staff and medically trained individuals on site provided immediate assistance, including chest compressions. The patient was unconscious for approximately two minutes. Emergency medical services (ems) arrived approximately 10-20 minutes later and obtained a fingerstick blood glucose (fsbg) reading of 39 mg/dl. No cgm reading was available at that time. The patient was administered glucose gel while in the ambulance. Due to concerns regarding possible cardiac involvement, ems transported the patient to the hospital. Upon arrival, his blood glucose levels stabilized. The patient was admitted for observation and remained hospitalized for three nights. During hospitalization, he experienced significant chest pain attributed to the chest compressions administered during CPR. The patient was unable to recall specific glucose readings or treatments received during his hospital stay, and no additional medical evaluation or interventions were documented. At the time of reporting, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.